Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified blood product, at an unspecified rate. After an unspecified time, the tubing set was primed with an unspecified solution. After an unspecified length of time prior to pt use, an unspecified volume of solution leaked from an unspecified connection of the tubing to the y-site of the tubing set. The customer contact reported a delay in therapy critical to this pt. No specific details were provided. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.